Event description:
A catheter was inserted in the left femoral artery and during attempts to cross the left iliac lesion with a guidewire, a dissection into the distal aorta occurred. A guidewire was then passed from the right femoral to the left iliac artery. Following balloon angioplasty of the target lesion site in the pt's left common iliac artery, an endovascular stent was successfully deployed at the target lesion site. The pt had dyspnea, chest pain and back pain immediately thereafter. A second endocascular stent was successfully deployed at the target lesion site in the pt's right common iliac artery following balloon angioplasty. The pt continued to complain of chest pain and was transferred to the coronary care unit where a myocardial infarction was ruled out. Intravenous nitroglycerine was initiated; however, no significant improvement was noted. A CT scan performed 24 hrs later revealed an acute aortic dissection just distal to the left subclavian artery and extending to the aortic bifurcation. A follow-up CT scan 2 days later showed no progression of the dissection. The pt was discharged from the hospital with no further complications and with palpable pulses in the distal extremities.